Manufacturer narrative:
Section e1: reporter phone number as originally reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the current parameters were not being saved on the system controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) not saving current parameters was confirmed via log file analysis and product analysis. During testing, it was noted that the controller clock was incorrectly set to approximately 176 days prior to the correct date. This discrepancy would explain the observed loss of data, as the controller was logging data as intended, according to the incorrectly set clock. The returned controller passed all functional testing and was able to support a mock circulatory loop for an extended period of time without issue. Several power cable disconnect alarms were initiated, and the system controller logged each alarm as intended with the correct current time and date after the system controller clock was properly synched to a system monitor with the correct current date and time. Provided log files captured the controller clock being set to approximately 176 days before the previously set current date on 17sep2025, therefore the log files captured data according to the incorrect clock. This time difference of 176 days is consistent with the time difference found during product testing. The log files also captured events consistent with the reported system controller exchange taking place. No other notable events were recorded, and the pump was found to operate as intended. Available information provided that the system controller was exchanged on 23dec2025 to troubleshoot the issue. The root cause of the reported event was determined to be user error in setting the controller clock incorrectly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 2 titled ¿system operations¿ provides instruction on how to set the controller¿s clock with the heartmate touch app the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.